Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters and power sources. The customer's blood glucose was 190 mg/dl. Upon follow up, the customer reported that the pump began to charge successfully again. Reportedly, the customer continued to use the pump for insulin therapy.